Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet system, including two prolonged low glucose events following meal announcements and recent alcohol intake, with coaching provided on meal entries (use of less for certain dinners), snack entries, timely treatment of lows, and use of external cgm alerts for audibility. Symptoms included low blood glucose with impaired hypoglycemia awareness. Outcomes included self-treatment guidance with emphasis on treating at 60 mg/dl and rechecking after 15 minutes, and no hospitalization was reported. Investigation included troubleshooting and education on device use, alerts, supply changes, and backup plans. Investigation of this case revealed no device malfunction and suggested user management factors, including timing of meal announcements, insulin on board from correction of prior hyperglycemia, delayed hypoglycemia recognition, and alcohol consumption, as likely contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user management and physiological factors rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.